Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, and based on the reported event, it is determined that the catheter broke during use. Four images were provided for investigation. A review of the provided photographs shows that the catheter was in two pieces. The first photo shows two segments of groshong tubing. One section of tubing contained the tungsten plug at the distal tip. The other segment of tubing was attached to a 3 fr two-piece connector. A non-bas injection cap was attached to the luer adaptor. The second photo showed what appears to be the same catheter in a different position from a different angle. What appears to be a fibrin sheath was visible on the external surface of the tubing at the proximal end of the distal catheter segment. The third photo is of a radiographic image. What could be the PICC is visible in the area of the upper arm and shoulder. The fourth image shows the proximal catheter segment behind a thin layer of plastic. It was reported that the catheter broke during removal. It was noted that resistance was felt during removal. The patient was repositioned and a hot compress was applied. Subsequent pulling on the catheter in attempts to remove it resulted in a catheter fracture. A review of the returned sample shows that the product is the same as what was shown in the photos. The catheter was received in two pieces. The 3 fr tubing extended 17.5cm from the distal end of the strain relief oversleeve. The distal catheter segment was 11.2cm in length. The break was located between the 10 and 11 cm depth marks. A rough material, which appears to be material that adhered to the catheter during use and most likely constrained the catheter within the vessel, was observed on the tubing between the 9 and 17cm depth marks. The product IFU states, ¿grasp catheter near insertion site. Remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes. Resume removal procedure.¿ if the catheter was stretched during use, it may have affected the strength of the tubing. Fibrin sheath formation is listed as a potential complication in the IFU. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rexf0632 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter implantation was conducted on (B)(6) 2015 on the child patient. The catheter was a 3f catheter, which was implanted into lower arm cephalic vein with 23 cm inserted into the patient's body and 5cm left outside from her body. After the treatment, the catheter was required to be pulled out from the patient's body. The color doppler ultrasound showed that there was no obvious thrombosis observed in the superficial vein of the right side upper limb. The catheter was routinely disinfected after the informed consent was signed by the patient's family and was then slowly pulled out. When the catheter was removed out for about 8cm, there was resistence felt. The patient's position was thus changed and hot compress was applied. The catheter was then slowly pulled out from the patient again, followed by a sudden catheter fracture. The mind, breath and complexion of the patient, though, were in normal conditions. The tourniquet was then used to ligature the oxter immediately and radiology department, vascular surgery department, intervention therapy department and pediatric surgery department, etc. Were then consulted with. X-ray showed that the fracture position was located in right subclavian and humerus aras the catheter passed through in the emergency treatment. The patient was arranged to be hospitalized in the pediatric surgery. An operation which was planned to remove out the fractured catheter was finally conducted successfully.